Event description:
At that time the pocket for the aicd was opened. The device was extracted. We were unable to get the wires out and decided o transect as close to the vein as possible. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).